Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one sample was received for quality investigation. The sample received shows that it is missing the vent on top of the drip chamber. Further investigation under magnification does not indicate any wear at the vent installation site which indicates that a vent may not have been installed. A device history record review for model 2426-0500 lot number 20113151 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of misassembly was verified by visual inspection. Root cause description: the root cause for this issue is an assembly issue. The vent was not installed on the drip chamber, causing the leak upon priming of the infusion set. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that saline leaked from the as lvp 20d dehp 3ss cv tubing and the seal over the valve was noticed to be missing. The following information was provided by the initial reporter: "I received another product failure today regarding our tubing. Product reference number 2426-0500. Rn was spiking tubing with saline. Upon spiking the rn noticed saline leaking out of tubing. On inspection it was found that the seal over the valve was missing. Lot (10)20113151"